Event description:
The customer reported a coulter hmx hematology analyzer with autoloader was generating high conductivity coefficient of variation (cv) for latron controls. The customer troubleshooted the instrument using new latron controls, but could not resolve the issue. There were no erroneous patient results generated in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed latron control conductivity was high at 10-12%. The fse replaced the rf preamp and conductivity was within specification at 3-4%. (B)(4).